Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Visual inspection of the instrument found the pitch cable broken at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observations not reported by site: the instrument was found to have blade damage. Both blade edges were indented, which can prevent the blades from closing. No functional test could be performed due to the cable breakage. The root cause of this issue is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the mega suturecut needle driver (part# 471309-15 / lot# n10210524 / sequence# 0186) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 12 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, a broken cable was observed on an upgraded mega suturecut needle driver. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Per subsequent follow-up with the initial reporter on (B)(6) 2021, the da vinci coordinator stated that the defect was not noted until it went through central sterile processing (csp) ¿ where they use a microscope to inspect the instruments ¿ prior to being placed back into the set. The patient-related information from the last procedure was not available.